Manufacturer narrative:
The purpose of the supplemental report is to clarify that the MDR submitted is not the subject of an approved exemption and therefore number ¿5645646¿ included in the ¿exemption number¿ field was submitted in error.

Event description:
Patient experienced bleeding during implant surgery after tunneling from the neck incision to the ipg pocket. The physician identified the source of the bleeding as a vessel in the inferior portion of the neck incision. Vessel clips were used to stop the bleeding and hemostasis was achieved, resolving the issue.